Event description:
Reported due to surgery and prolonged hospitalization. In 2006, a pt had an xceed nitinol self expanding transhepatic biliary stent placed in the superior femoral artery. The vessel wall was described as smooth with no plaques. After deployment, visualization of the xceed stent on flouroscopy revealed that the stent was not apposed to the vessel wall and was twisted. The pt experienced pain and developed a thrombus within the twisted stent. Use of anticoagulants was not reported. After three days, the stent remained occluded and the pt was treated with thrombolytic therapy and a bypass operation. The pt outcome after the bypass was good. Hospitalization was prolonged for an unspecified amount of time.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.